Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after placement and flashback, blood leaked from catheter with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: after confirming catheter placement and flashback, blood leaked from the catheter. Another nexiva was placed with no problem. The actual sample was discarded.

Event description:
It was reported that after placement and flashback, blood leaked from catheter with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: after confirming catheter placement and flashback, blood leaked from the catheter. Another nexiva was placed with no problem. The actual sample was discarded.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.